Event description:
The user facility reports the product was tested prior to implantation and no saline flowed through the valve. Therefore, this valve could not be implanted. A second valve functioned as desired. The distributor received the returned product and performed a water flow test and the user facility's report could not be confirmed. The product is being sent to the manufacturer for evaluation.